Event description:
The md wanted to pull the catheter out of the patient. He did it manually (not surgical). When doing this, the tip (2.5 cm) of the catheter remained into the patient. The catheter was placed in the internal jugular vein (right). Add'l lot no is m609950.